Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his right side. The area was described as open sores. The patient indicated that one of the sores bled one night. During a follow up, it was reported that the patient's irritation improved after he saw his doctor and was given a lotion and alcohol wipes to clean the electrodes. The patient also reported using band-aids over the area.